Event description:
It was reported that when the stylet was inserted into the lead about two thirds, it was unexpectedly stuck. The stylet was changed, the ipl was re-positioned however the stylet failed. The ipl was removed and exchanged for another lead, and the same stylet was successfully inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.